Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile envoy da, 6f, 95cm, straight catheter was received contained in the decontamination pouch. Visual inspection was performed. Two (2) kinks were observed. The first right next to the ID band on the shaft and the second at 76 cm. The plastic layer was observed to be separated at 71 cm, exposing the internal braided mesh, which also presented a fracture. The catheter was still in one piece. All measurements were taken from the proximal end of the catheter. Additionally, one (1) compressed area was noted on the brite tip of the catheter. Further inspection of the plastic layer separation was made with a microscope. Under magnification, it was revealed that this condition could have been made with a sharp object (i.e., scissors, scalpel, razor, etc.) Because there were no elongation nor stress marks observed; however, this remains speculative. The catheter was flushed, and water was leaking from the cut section. The inner diameter (ID) and outer diameter (od) of the catheter were confirmed to be within specifications. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The issue reported regarding the catheter becoming bent and damaged during the procedure was confirmed based on returned appearance of the catheter. The kinked conditions suggests that excessive force might had been inadvertently applied to the device; and the compressed condition found at the brite tip of the device appeared to have been caused by the rotating hemostasis valve (rhv) overtightening when the device was removed from the patient¿s body, causing the brite tip to become compressed; however, this remains speculative; a conclusive cause cannot be assigned since the event description, and device analysis does not provide clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the manufacturing of the device. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent catheter damage from leaving the facility. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following precaution: ¿ do not use a catheter that has been damaged in any way. If damage is detected, replace it with another envoy guiding catheter that is not damaged. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 28-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a procedure on (B)(6) 2023, the envoy da, 6f, 95cm, straight catheter (67126095d / lot# unknown) became bent. Another device was used. There was no negative impact to the patient. On 19-sep-2023, additional information was received. The information indicated that the target vessel of the procedure was the left internal carotid artery; the vessel was not tortuous with no calcification. The lot number provided (3105569) cannot be confirmed. There was no difficulty removing the device from its packaging. The information indicated that there was no separation into distinct pieces; the ¿section zone (at the plication) by where the pressure serum came out when the device came out of the intro.¿ based on the additional information received on 19-sep-2023, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿